Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was noted to be in monitor only mode during routine follow-up. Review of device history and egrams revealed that the patient has experienced an episode of vf while in monitor only mode.